Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that starting saturday night, when they unplugged the controller from the ac power supply cord, the home screen would not come up. Patient stated that as soon as they plugged the controller back into the ac power supply, the lock screen did not display like usual. Patient reported that they were able to get the lock screen when the recharger was attached but currently the lock screen will not display and the screen is darker than normal. Patient stated that they tried to use the stimulation on/off button to get the lock screen to display and at first it worked but then they went to try again and the controller was blank and unresponsive to their efforts of pushing that button. Patient noted that they tried to charge sunday and nothing ever came up; patient added that they did a reset of the controller and that helped nothing. Patient mentioned that this issue has happened before but that they were able to resolve it and the issue would only occur once not constantly. Patient mentioned that they were in quite a bit of pain and had not been able to charge their implanted neurostimulator since saturday. When asked for a managing doctor (hcp); patient noted that they were told by their doctor that they do not need to speak with him until their implant needs to be replaced, but that their implanting doctor was (B)(6). The issue was not resolved. Agent sent an email to repair to replace the controller.  Additional information was received from the patient. Pt got a new controller on friday and it took hours to get it paired for it was not registering the device for it could not find it since it got stuck on searching for device then would time out. Pt had not charged since and was in excoriating pain. When trying to charge the ins it would sit on looking for device even after resetting controller. During call pt verified no damage to the rtm or to the controller charging port. Pt said they were ruining their liver as they were taking 16 motrin a day to take the edge off. Agent closed case.

Manufacturer narrative:
H3: the 97745 - controller, serial number (B)(6) was returned for product analysis. Analysis found cracked/scratched/worn front case which was causing case separation, charge issues, power loss and blank/white display. There was also a broken/cracked rtm/power connector support and bent lithium-ion battery contacts which was causing charge/power issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.